Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes due to oversensing of noisy signals that coincided with a surgical procedure. Technical services (ts) discussed the noise appeared to be related to surgical procedure and electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.